Manufacturer narrative:
The reported tubing detachment issue was confirmed. The picture provided by the end user showed an administration set with detached tubing. No root cause analysis could be performed, as the affected device was disposed at the user facility.

Event description:
On 06/06/2019, a distributor of infutronix reported a tubing detachment issue: "IV set lot# is unknown and the set will be returned for evaluation. There was patient involvement, but there was no patient injury. Tubing did not leak. The tubing became entirely detached from cassette connector site. I have attached photos." No patient information was reported to infutronix. No information on the medication used at the time of the event was available. On 06/13/2019, the distributor reported that the user facility had disposed the affected device. No information on the expiration date or manufacturing date of the affected device was available. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.